Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 8/10/2016 - doctor reported that he feels that the broviac tubing becomes very stiff when cut and therefore has a tendency to flip back up to the insertion point in the vein and become dislodged from the vein. The doctor's colleagues advised to always cut the catheter longer than suggested so that there is enough length of tubing to remain in the svc/ra for the catheter to stay downward instead of flip upwards. No patient injury has been reported and the doctor stated that they will keep a longer length of tubing in the vein.